Event description:
It was reported that the device was getting hot to the touch during a case. The procedure was completed successfully with no delay, medical intervention, or adverse consequences reported.